Event description:
It was reported that the customer's the case of the insulin pump is broken near the battery compartment. No additional information was provided.

Manufacturer narrative:
Pump was received with blank display due to broken solder joint of power connector. Unit had end cap broken off, cracked case at display window corner and missing lcd display window. No broken case near battery noted.